Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available in data management system. Based on the analysis, the reported mismatches were confirmed and they were caused by initial adjustment of system after new sensor insertion. Further review of the in-vivo data shows that the system continued working properly with good mard values after the reported period. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a hyperglycemia event due to alleged sensor inaccuracies on (B)(6) 2022 at 11:37 am. The reported blood glucose (bg) value was 386 mg/dl and sensor glucose (sg) value was 185 mg/dl. User complained of not receiving high glucose alerts because the sg value did not cross the high alert threshold of 200 mg/dl. Per case information, user received one high glucose alert at 11:54 am when the sg value reached 205 mg/dl. User stated they were symptomatic, did not need medical treatment, and was able to self treat.